Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging from 48-52 mg/dl. Reportedly, the customer believed the pumping settings needed to be changed. Bg was addressed with glucose tablets. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.